Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.184" x 0.676" was found to be broken off. The broken piece was not returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument's tip broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use and there was no damage or anything out of the ordinary, the fragment fell into the patient during dissecting/grasping. The instrument tip broke off partially. The instrument was in use for 80% of the case prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and there was no collision with another instrument. The instrument's wrist was straight when removed during the procedure and the surgeon did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula after the event occurred and no other damage to the instrument noticed after the event occurred. The fragment was retrieved with a laparoscopic instrument. All fragments were retrieved and confirmed. There was no additional surgical procedure required to remove the fragment. There was no patient injury and the procedure was completed. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.